Manufacturer narrative:
The device was returned to olympus the device evaluation found reportable findings: black ring on image, broken objective lens and, minor cracks on video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, a black ring on image due to broken objective lens. Additionally, there were minor cracks on the edges of the video connector. There was no patient involvement.